Manufacturer narrative:
(B)(4)

Event description:
It was reported there was a vibratory alert delivered for an out of range lv lead impedance. The patient did not experience any adverse consequences due to the event.